Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: visual inspection revealed that the keypad cover was intact. All keypad buttons responded normally to button presses during investigation. The keypad cover was removed and no defects were found to the button contacts. The pump was opened for additional investigation and no defects were found to the keypad flex. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture inside the pump. Investigation revealed a crack in the pump casing between the case seal and the keypad cover, a crack in the battery compartment, and that the display was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.